Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
As additionally reported to coloplast, though not verified: the patient also experienced urge incontinence, urinary analysis positive for blood and leukocytes likely due to rectocele, constipation, vaginitis and trichomoniasis requiring antibiotics. Patient also underwent da vinci bilateral oophorectomy with lysis of adhesions, anterior and posterior repair with levator ani muscle plication, perineoplasty and cystoscopy under general anaesthesia at the time of mesh removal. Surgical findings: grade 2 cystocele and a grade 2 rectocele as well as pelvic adhesions (a significant part of the sigmoid colon was adhered to the left pelvic sidewall on the left ovary). Surgical pathology report ¿ foreign body mesh removal consistent with mesh, vaginal mucosa with mild chronic inflammation.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified: on or about (B)(6), 2023, the patient underwent a surgical procedure to treat her pelvic organ prolapse during which her physician implanted an aris-transobturator sling system. The patient subsequently suffered complications associated with the pelvic mesh product, including but not limited to, pelvic pain, protrusion, extrusion, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and partial removal of mesh on or about (B)(6), 2023. As a result of these life-altering and, in some cases, permanent injuries, plaintiff has suffered severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation of aris.

Event description:
As additionally reported to coloplast, though not verified: in 2024, the patient continued to experience urinary incontinence, vaginal discharge and urinary odor. Patient positive for gonorrhea, bacterial vaginosis and had urinary couont 100,000 e. Coli.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow-up report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding emotional changes, prolapse, and constipation. There is no direct causal relationship between emotional changes, prolapse, or constipation and aris. No further action or corrective action is required at this time.